Manufacturer narrative:
.

Event description:
It was reported the patient experienced post-operative bleeding after tonsillectomy surgery. No product deficiencies or other complications were reported during use of the device. No information regarding treatment or current status of the patient was provided.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection revealed a few minor scratches on the exterior of the returned device and evidence of a previous saline spill inside the subject controller. A functional evaluation revealed that the subject controller performed as intended and exhibited no functionality issues during the testing process. The energy output of the coagulation function did not appear to be diminished when activating a known good wand. The ablation and coagulation voltage output readings were within specified ranges. The returned concomitant foot control assembly and flow control valve cable both performed as intended and exhibited no functionality issues during the testing process. There were no cosmetic or physical anomalies observed on the returned concomitant devices. The complaint could not be verified and a root cause could not be determined since the returned device functioned as intended. Factors that could have contributed to re-bleeding include: electrode wear on the used wand which could lead to diminished functionality, insufficient saline flow to the surgical site, the patient's compliance to post-op instructions such as the types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot, or blood clot falling off allowing the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.